Manufacturer narrative:
One device was returned for investigation. It was reported that the pump alarmed cassette not attached error. During test inspection the complaint is confirmed, and the flex circuit was replaced. Additionally, found a damage dso seal. Visual and functional testing was performed. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the pump alarmed cassette not attached error. The event occurred during testing.